Event description:
It was reported that suture placement was attempted in a femoral artery using the perclose technique prior to an unspecified interventional procedure. Reportedly, the proglide was deployed, but while re-inserting the glide wire through the guide wire exit port difficulty was experienced. Additionally, the knot was not deployed, it 'miss fire'. The device was removed and a second proglide was deployed without issues. The sutures were set aside to perform the index procedure. The index procedure was completed and hemostasis was achieved using the proglide sutures. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of knot was not deployed was confirmed. However, the reported guidewire reinsertion difficulty was not confirmed. Analysis of the returned device regarding the re-insertion of the guide wire difficulty revealed that a 0.038 guide wire was backloaded and frontloaded without a problem. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. The possible cause for the reported event was determined to be most likely related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.